Event description:
Customer alleges that the unit displayed a key fault message while connected to a pt. No adverse pt outcome. Svc rep was unable to duplicate alleged condition. Proper operation of the device was confirmed.